Manufacturer narrative:
The current instructions for use contains the following: "precautions, a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause provided. Align's clinical review of available records shows minor tooth movements, with rotation being the most significant at 2.4 degrees. It is clinically recognized that aligners may exert uneven forces on crowned teeth, particularly when retention is suboptimal or occlusal dysfunction is present. If the ur7 was already compromised due to periodontal instability, inadequate crown adaptation, or occlusal overload the mechanical stress from aligner therapy could have exacerbated the condition, potentially contributing to the fracture and eventual extraction. However, due to the absence of detailed imaging and historical data, a definitive causal link between aligner use and the adverse event cannot be established. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient's tooth #2 fractured, was subsequently extracted and needed a graft. No additional information is available at this time.